Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the instrument and found a low vacuum issue and leaks on the auxiliary probe tubing. The cse replaced the waste reservoir, tubing of auxiliary probe and tubing on the manifold. The cse adjust the vacuum value, checked all tubing and connections. The customer ran quality control (qc), which passed. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that poor aspiration of the unbound waste in the cuvette is one primary cause of discordant results. The cause of the discordant, falsely elevated cardiac troponin results is due to leaks in the waste reservoir. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on a patient sample on an advia centaur instrument. The initial result was not reported out to the physician(s). The same sample was tested on the same advia centaur instrument and an advia centaur xp instrument, resulting lower. The customer then ran another sample from the same patient . The initial result was falsely elevated. The second sample was repeated, multiple times, resulting lower. The customer reported out a "negative" result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.